Event description:
It was reported that this pacemaker may be experiencing atrial undersensing, as the right atrial (ra) lead signals did not align with ventricular activity in the latest transmission. Atrial tachy response (atr) events showed proper sensing, suggesting the issue might be posture-related. No adverse patient effects were reported. This lead remains in service.